Event description:
Visitor assisting patient with IV pole and cut finger on IV pole clamp screw thread. Finger was cleansed. Visitor stated that he had already a previous tetanus shot. Manufacturer is investigating whether there are additional reports such as this one.